Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault in addition there were 2 low speed advisories on (B)(6) 2020. There was a suspected phase to phase short. X-rays were taken, a pump exchange was performed on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed driveline faults and a transient low speed advisory event. Based on previous complaint history, these events appear consistent with a potential driveline issue. It was reported that the patient was being monitored for a driveline fracture/fault. The submitted log file captured several driveline fault and associated yellow wrench advisory events throughout the duration of the log file, which ranged from (B)(6) 2020, at 05:08:51 through (B)(6) 2020, at 09:23:32. In addition, a transient low speed advisory event was observed on (B)(6) 2020, at 07:11:15 am, associated with the pump speed decreasing to values as low as 7490 rpm. This event occurred while the system controller was connected to battery power. The patient underwent a pump exchange to an hm3 on (B)(6) 2020. It was noted that the patient was stable, and (B)(6), would not be returned. There is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.